Event description:
It was reported the patient was still having problems with their system and the stimulation was too strong and made the patient ¿shake really bad.¿ it was stated the patient¿s stimulation stopped working four years prior to report when they turn it down it ¿doesn¿t seem right¿ but when they turn it up too high it makes them shake. It was noted the patient falls a lot, one to two times a week, and was unstable on their feet.

Manufacturer narrative:
Concomitant products: product ID 3708240, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 37742, serial# (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID 748925, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3887-33, lot# j0451703v, implanted: (B)(6) 2005, product type lead; product ID 3887-33, lot# j0451703v, implanted: (B)(6) 2005, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).